Manufacturer narrative:
As no further information is expected, this investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this device delivered anti-tachycardia pacing as the patient experienced ventricular tachycardia. The patient rhythm then accelerated to ventricular fibrillation and a shock was delivered, successfully converting the patient. No additional adverse patient effects were reported.